Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the reporter (b3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined that the no image failure was caused by a faulty printed circuit board. However, the investigation could not determine the root cause of the faulty board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image (output signal from dvi - digital visual interface port due to a defective printed circuit board. The loose video connection was due to wear and tear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported on behalf of a customer, no digital visual interface (dvi) output, and the video connector was loose on the returned loaner evis exera iii video system center. There was no procedural or patient involvement associated with this event.